Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx: catalog number 501814rmc , lot number 70113400. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Adjudication minutes were received and provided additional information. The patient had previous CABG surgery, a bilateral cea in 1989, and a stroke in 2006. During the index procedure, upon retrieval of the angioguard embolic protection device, debris was found in the filter. Approximately one hour post index procedure, nih stroke scale score was 17 due to decreased loc (not alert, but arousable by minor stimulation), neither loc questions answered correctly, one loc command followed, minor facial paralysis, no effort against gravity in the right arm and right leg, mild to moderate sensory loss, global aphasia, and severe dysarthria. A brain CT scan without contrast on (B)(6) 2013 revealed no acute intracranial abnormalities. There was an area of encephalomalacia in the left frontal lobe, as well as multiple small foci of lacuna infarcts in the front basal ganglia region. There were focal and confluent areas of decreased attenuation seen in the subcortical and periventricular white matter, likely representing small vessel ischemic changes, age-indeterminate. A neurology consult on (B)(6) 2013 reported impression of stroke in the left mca distribution, noting that the CT scan of the brain was reviewed, and there was an area of old infarction in the left hemisphere with a suggestion of watershed infarction: it was equivocal whether or not there were any areas of any new ischemic changes. A brain MRI on (B)(6) 2013 for right-sided weakness and speech difficulty revealed acute ischemia involving a large portion of the left cerebral hemisphere within the watershed territory of the left mca and the left pca. There was no evidence of intracranial hemorrhage or mass. Encephalomalacia from old stroke in the left frontal lobe was noted. There were chronic small vessel ischemic changes in the periventricular and subcortical white matter. Age-related cerebral atrophy was noted. An mra of the brain and neck on (B)(6) 2013 was negative for stenosis, aneurysm or malformation. On (B)(6) 2013 the nih stroke scale score was 10 and the rankin stroke scale score was 4. The patient was discharged on (B)(6) 2013 on asa and clopidogrel.

Event description:
As reported by (B)(6), the patient experienced an ischemic stroke on the same day following index procedure. The patient was discharged approximately 9 days following the index procedure with an nih stroke scale score of 10 and rankin stroke scale of 4. Pre-procedure nih stroke scale score was 0 and the patient was asymptomatic. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the ostial and proximal left internal carotid arteries and in the bifurcation of the left common carotid artery. The lesion was described as 20 mm in length, severely tortuous, and eccentric. The arch ii lesion had no documented calcification upon visual. An angioguard embolic protection device with a 5 mm basket was successfully deployed beyond the lesion, and the lesion was pre-dilated. A 5x40 mm precise pro rx stent was successfully deployed at the target lesion with 30% residual stenosis. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The onset of the ischemic event was sudden. The patient experienced right hemiparesis, aphasia, and dysarthria. There was no documented visual field loss. No emergency cea surgery was required.

Manufacturer narrative:
Additional post-procedure medications include flomax, foradil , lipitor, multivitamin, norvas, pepcid, pulmicort, claritin, duoneb , lexapro , lasix. Update to medical history includes depression, abdominal aortic aneurysm with repair with endovascular prosthesis, gastroesophageal reflux disease, carotid occlusive disease, peripheral vascular disease as reported by the (B)(6) registry, the patient experienced an ischemic stroke on the same day after having a stent placed in the left proximal and left ostial internal carotid arteries. The patient is an (B)(6) year-old male with a history of a stroke, prior right and left carotid endarterectomy, controlled hypertension, clinical chronic obstructive pulmonary disease, stable coronary artery disease, depression, gastroesophageal reflux disease, carotid occlusive disease, peripheral vascular disease, abdominal aortic aneurysm with repair with endovascular prosthesis, and abnormal stress test and CABG. High risk criteria include previous cea recurrent stenosis and age > 75 years of age. The patient was discharged approximately 9 days following the index procedure with an nih stroke scale score of 10 and rankin stroke scale of 4 with residuals including right hemiparesis, aphasia, and dysarthria. Pre-procedure nih stroke scale score was 0 and the patient was asymptomatic. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the left proximal and left ostial internal carotid arteries. The stenting was performed from the left proximal and left ostial carotid arteries to the bifurcation of the left common carotid artery. The lesion was described as 20 mm in length, severely tortuous, and eccentric. The arch ii lesion had no documented calcification. An angioguard embolic protection device with a 5 mm basket was successfully deployed beyond the lesion, and the lesion was pre-dilated. A 5x40 mm precise pro rx stent was successfully deployed with a 30% residual stenosis. There was no documented presence of air bubbles. The patient was administered heparin during the procedure and aspirin and clopidogrel pre-and post-procedure. The patient was neurologically intact upon leaving the angiography suite. The onset of the ischemic event was sudden. It was stated that at the conclusion of the index procedure, the patient was stable, but as a latent development, the patient developed aphasia. There was quivering and then later, right hemiparesis developed. The patient was then transferred to the intensive care unit where an MRI and mra of the brain were ordered. The tests were performed and showed atherosclerosis with bulge with a stent placed; considerable disease of the right carotid not well seen. A patent vertebral system was confirmed by mra. MRI revealed acute ischemia involving a large portion of the left cerebral hemisphere within the watershed territory of the left mca and left pca. There was no evidence of acute intracranial hemorrhage or mass. There was also encephalomalacia in the left frontal lobe from a previous stroke, chronic small vessel disease, and age-related atrophy. The patient was then transferred to telemetry where he received supportive care including physical therapy, occupational therapy, and speech therapy. No emergency cea surgery was required. The patient was alert but had impaired speech. With the speech therapy, the patient was able to verbalize in 1/2 appropriate word strings but had a difficult time forming sentences. The patient was able to ambulate in the hall with moderate assistance, using a walker and gait belt. The patient ambulated with some weight bearing, although limited, but there was still dense hemiparesis of the right arm. The patient would reach for objects on the right side. The patient made side-way steps. The patient had an ng tube in place throughout stay and at discharge and was on a pureed diet at that time. The patient was then transferred to a rehabilitation facility 9 days following index procedure. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. No corrective or preventive action will be taken, given that, with the information provided, the reported event does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical, and procedural factors may have contributed to the reported event.

Manufacturer narrative:
(B)(4) modified information was received from the study. Additional lab values were provided as follows: coagulation interval date (B)(6) 2013 07:00: pt 10.9, inr 1.0.